Event description:
It was reported that a patient experienced a leak while using a homechoice device. The patient was not connected at the time of the leak. This event occurred during fill one of four of peritoneal dialysis therapy. It was found during troubleshooting that the patient was not connected when therapy was initiated. The technical service representative reviewed proper procedures and advised the patient to complete therapy by starting over with all new supplies. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a leak where the patient initiated therapy prior to connecting to the setup. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.